Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase level was elevated, and on an unspecified date experienced a thromboembolic stroke. The patient¿s anticoagulation medication was switched to lovenox from coumadin, and the patient was elevated on the transplant list due to the event. The patient received a heart transplant on (B)(6) 2018.

Manufacturer narrative:
Device not returning changed to no. Change event date to (B)(6) 2017. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The pump has not returned to date. If the pump is returned, the complaint will be reopened and the device will be evaluated. Thrombus, hemolysis and stroke are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.